Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that transient pump power and flow estimation readings were observed in the system controller's log file. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The report of pump power and estimated flow elevation was confirmed through the analysis of the submitted system controller log file; however, a specific cause for the change in pump parameters could not be conclusively determined. The submitted log files contained approximately 13 days of data from (B)(6) 2017 to (B)(6) 2017 according to the time stamp and a slight increase in pump power was observed beginning on (B)(6) 2017. The elevation in pump power did not affect pump operation and there were no notable alarms active in the log file. The system appeared to be operating as intended. The patient remains ongoing on vad support with no further reported issues. No product was available for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.